Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low ck creatine kinase result for one patient sample. The initial result was 870 u/l with a data flag. The repeat result was 100 u/l and was reported outside of the laboratory. The result was not believed as it was "out of clinical picture". On (B)(6) 2018, the sample was repeated with reagent lot 308000 and the result was 988 u/l with a data flag, 688 u/l with a data flag, 33935 u/l with a data flag, and 35049 u/l with a data flag. The sample was repeated and the result was greater than 20000 u/l. With a 1:10 dilution, the result was 35400 u/l. There was no allegation of an adverse event. The reagent lot number was 290629. The expiration date was requested but was not provided. There was a sample aspiration error and the sample volume was low also. The customer changed the sample probe and ran a precision test. As no further issues were reported, the issue was assumed to be resolved by replacing the sample probe.